Event description:
It was reported that during central processing, the cadiere forceps instrument will not grasp/hold. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The cadiere forceps instrument was analyzed and found to have a dislodged grip cable crimp. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument could not operate properly. Additional related observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.